Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint was received with return of device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. An insulation abrasion at 38.5 cm to 39.4 cm from the proximal end which exposed the outer coil. The abrasion was consistent with constant friction with another implantable device. (B)(4).